Event description:
In a follow up the reporter indicated that a back up lens was implanted into sulcus. The event was verified to not have been caused by the lens, but more of an anatomy issue of the eye. The event resolved and patient has good vision.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens implant procedure a lens was inserted and then cut out of the eye due to lack of zonular support. Additional information was requested multiple times.